Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, multiple power source alerts occurred after plugging the pump into 3 different wall adapters. Customer's blood glucose level was 180 mg/dl. Customer did not have additional pump supplies to address occlusion alarms. Customer became frustrated and hung up on tandem technical support. Multiple attempts were made to follow up with the customer on the reported issue; however no response from the customer was received.